Event description:
I am filing a report regard hip implant surgery, I had on (B)(6), 2007. I have the depuy pinnacle sector ii acetabular cup, the pinnacle marathon acetabular liner, the depuy corail - and the depuy articul/eze metal on metal femoral head. I am having significant issues with the implant: extreme pain, pronounced limping and occasional popping of the joint. Surgery was on (B)(6), 2007 - several physical therapy visits followed - at least 10. Dates of use: #1 and #2: (B)(6) 2007 - (B)(6) 2010. Diagnosis or reason for use: #1 and #2: hip replacement. Event abated after use: no.